Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that two weeks bilateral lasik surgery, the pt presented with inflammation and transient light sensitivity (tls) in both eyes. The pt reported being light sensitive even in low light conditions. The topical steroid drops were increased to treat the event. In a follow up, the optometrist reported that the pt was very light sensitive and had to wear sunglasses inside. Per the optometrist, the event resolved with treatment after one week. No further info is reported. There are two medical device reports associated with this event. This report is for the right eye.